Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes . D.10. Returned to manufacturer on: 1/21/2021. H.6. Investigation: 1 sample was returned by the customer and investigated. 1 photo of the primary tubing and secondary tubing received for the device investigation was returned. It was reported that during the investigation for device file, it was noted that there was a check valve failure (backflow observed during testing). A quality notification has been sent to the supplier, and the sample has been sent for further investigation. We will continue to track this issue and watch for any emerging trends. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer.

Event description:
It was reported that the as lvp 20d 2ss cv had a check valve malfunction during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "during investigation for device file (B)(4), it was noted that there was a check valve failure (backflow observed during testing)."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the as lvp 20d 2ss cv had a check valve malfunction during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "during investigation for device file (B)(4), it was noted that there was a check valve failure (backflow observed during testing)."